Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product evaluation could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure for a left internal iliac artery at the anterior and posterior division, access was gained on the contralateral side. A guidewire was navigated over the bifurcation to the left common iliac artery, down the common femoral artery, and down the superficial femoral artery. The distal portion of the coil started to exit the catheter approximately 2cm - 3cm; however, did not advance further. During removal, the coil would not move. The physician attempted to advance the coil; however, the coil did not advance in the catheter. The pusher wire was pulled back, and noted that the coil detached inside the catheter. Both segments of the coil were removed in their entirety along with the catheter. There was no reported intervention or patient injury.

Manufacturer narrative:
The device was returned with the introducer, and pusher for analysis. The returned coil was stretched at the proximal section. The monofilament was noted to be broken at the proximal section of the implant coil. The proximal section of the pusher was found bent. The heater coil and the strain relief section were kinked. The proximal uv glue in the transition section was broken. The investigation findings are consistent with the reported complaint that the coil separated in the microcatheter. The evaluation of the product could not definitively determine when or how the damage occurred, but it is indicative of the implant coil getting stuck in the microcatheter and separating. This condition can occur when the device is subjected to excessive force during handling and/or wrong manipulation during the procedure.